Manufacturer narrative:
Investigation summary: laboratory analysis of the returned faradrive steerable sheath confirmed that the dilator tip was damaged. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Analysis of the returned dilator confirmed damage to the distal tip. This condition is consistent with previous investigations of dilators damaged during insertion, indicating that the dilator was compromised from a prior insertion and failed to withstand the sheath-dilator interface. Risk review: a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on all the available information, the cause of the reported dilator tip damage was likely due to component failure. Investigation confirmed that the catheter passed all passed all testing and specification requirements throughout the manufacturing process prior to distribution.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the point of the dilator was observed to be damaged preventing it to be flushed like normal. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the point of the dilator was observed to be damaged preventing it to be flushed like normal. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.